Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of dried fluid within the cycler and no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and load cell verification. A review of the device manufacturing records was conducted by the manufacturer. A device history record (DHR) review was performed which verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of dried fluid within the cycler and no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and load cell verification. A review of the device manufacturing records was conducted by the manufacturer. A device history record (DHR) review was performed and found a prior occurrence of fluid leak identified on the cycler identifying, disinfecting, and disposition form on (B)(6) 2018. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler and the patient event of drain complications with dyspnea and overfill symptoms and subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the event and the liberty select cycler. Additionally, there is no allegation of a device malfunction causing an overfill to the patient. The patient diagnosis and treatment are unknown. The patient was receiving patient line blocked messages and not draining. The patient was filling properly, but not draining. Outflow complications in pd therapy are most often the result of a mechanical issue with the pd catheter or bowel issues such as constipation. (Chauhan 2017) the patient treatment records were not available for review. Excess fluid can be caused by multiple issues in a pd patient including mechanical problems, such as a pd catheter malfunction or peritoneal membrane dysfunction. (Boudville and blake, 2016) based on the available information, no allegation of a device malfunction and most drain complications being caused by a catheter malfunction or peritoneal membrane issue, the liberty select cycler can be excluded as the cause of the patient adverse event. However, pd therapy itself could have contributed to the patient event. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2019 after the patient¿s daughter alleged that the patient was ¿about to pop¿. The patient experienced symptoms of dyspnea and overfill. The pd registered nurse (pdrn) indicated she has not received a discharge summary and it would usually take 2-3 months. The alarms occurred when attempting to drain and the patient was only able to drain 700ml. The pdrn is unsure if the issue was caused by the cycler or the patient¿s anatomy. She states that the patient¿s daughter was instructed on how to set up the machine and was advised to contact the pdrn immediately if any issues were encountered, however, two hours elapsed after the onset of draining issues before it was reported. It is unknown if the patient had any fluid to drain at the hospital nor if the hospital completed the patient¿s treatment on the date of the event. Diagnosis and current treatment data is unknown. The patient remains in the hospital as of (B)(6) 2019 and is in stable condition. It is unknown what type of treatment the patient is on at the hospital but the nurse indicated it is a baxter device and the patient will be transitioned back to fresenius products at the hospital. At the time of the event, the patient was on continuous cycling peritoneal dialysis (ccpd) with 5 exchanges of 2000ml using a variation of 1.5% and 2.5% pd solution strength with a last fill of 100ml and no daytime exchange. It is unknown if the cycler the patient experienced the overfill with was returned to the manufacturer or if the replacement cycler was received.